Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The device history records have been reviewed with special attention to the manufacturing and inspection of this product and the devices were found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Images were provided. The stent placed in the external iliac artery shows a small irregularity on its surface, however, the reported stent fracture could not be confirmed. There is no indication that a deficiency of the implanted stent has caused the reported reocclusion. Potential factors that could have contributed to the event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with an irregular stent placement leading to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release or an insufficient pre and/or post-dilatation may result in an irregular stent placement. Also highly calcified vessels, the pt's condition or the vessel anatomy may contribute to an irregular stent placement and subsequent fracture. In this case, the indication for the stent placement was a chronic total occlusion. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU describes the stent deployment procedure. Also the potential risk of an in-stent restenosis is addressed in the IFU. The IFU states that arterial occlusion/restenosis of the treated vessel is a potential complication associated with the use of peripheral stents.

Event description:
It was reported that the vascular stent was found to be fractured 20 days post implantation. Four stents of three different brands had been implanted from the distal popliteal to the external iliac artery. Angiography demonstrated good blood flow. Twenty days later, the pt felt pain in the leg. Angiography showed that the stents in the sfa and popliteal artery were totally occluded and that the vascular stent was fractured without dislocation. A covered stent was implanted. Angiography showed that the blood flow was well.